Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a thv territory manager that resistance with the commander and esheath occurred during a case. As reported, the delivery system was advanced into the edwards esheath via left subclavian approach. Resistance within the sheath where the sheath starts to fully expand was noticed. It was noted on flouro that the valve was not coaxial in the sheath and was starting to push open the seam of the sheath. The valve exited the side of the sheath and the strut appeared to be bent out slightly. The system was removed as one unit without patient injury. A new 14fr sheath was immediately inserted. A new 26 mm valve was implanted in the aortic position with great results. The system was removed and the left subclavian artery was repaired where the planned cutdown occurred to gain access.

Manufacturer narrative:
The sapien 3 ultra valve (26mm) was returned stuck within the esheath while it is still on the delivery system. The returned valve was visually inspected for any abnormalities and the following was observed: a 90-degrees bent strut seen at inflow. Valve (post expansion) showed that the frame was canted. The 90-degree bent inflow strut is located between c2 and c3 commissure. All leaflets were dehydrated and wrinkled due to storage condition (prolonged crimping) during the return handling process. The device history record (DHR) was reviewed, and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed from the evaluation of the returned valve. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, the procedure was performed via left subclavian approach and patient had a mildly tortuous access vessel. During advancement of delivery system, resistance was felt and under fluoro the valve was not coaxial in the sheath and was starting to open the seam of the esheath. The valve eventually exited the sheath through the seam and bent strut was noted. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if substantial resistance is encountered, retrieve system entirely as one unit. Vessel tortuosity can create a challenging pathway for delivery system insertion through sheath, leading to resistance. In this case, the valve strut likely caught within sheath due to non-coaxial delivery system advancement as a result of vessel tortuosity. In such condition, attempt to further advance the delivery system through the sheath can tear the sheath liner and resulted in bent strut. The tearing of sheath liner further support the scenario as described above. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (vessel tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Although no labeling or IFU/training inadequacies were identified, a product risk assessment (pra) has previously been initiated per management discretion to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities related to the high push forces experienced with this configuration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.